Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the root cause of the event could not be determined. Based on the results of the investigation, because a channel air leak was confirmed in the device, it was possible that the incident occurred due to corrosion or failure of electronic components such as the imager or scope connector board. The cause of the channel air leak may have been damage to the channel due to handling of the treatment tool or forcible insertion, but it cannot be determined. Because the insertion part of the device was found to be crushed, it is possible that some kind of external stress put pressure on the internal components, causing the imaging cable to break, resulting in poor contact and resulting in unstable images. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use. Warnings and cautions: caution. Turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the bronchovideoscope exhibited error code e315 (non-compatible endoscope) and there was no image on the monitor. The issue occurred during preparation for use for an unspecified procedure. There were no reports of delay in procedure and the procedure was completed. There were no reports of patient harm or impact associated with this event.